Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site was experiencing framerate errors. There was no patient present when this issue was identified.

Event description:
Medtronic received additional information that the multiple frame rate errors occurred during one instance.

Manufacturer narrative:
Additional information: the mobile view station (mvs) cable interface was returned to the manufacturer for analysis. Analysis found that the cable failed bench testing. The gbit testing resulted in an open connection. Analysis found that the reported event was related to an electrical issue if information is provided in the future, a supplemental report will be issued.